Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple main drawers had failed to recover. The field service engineer (fse) identified that the legacy cubie drawer had broken studs at the catch attachment, preventing repair of drawer 4 sub drawer 1. The drawer was replaced, and medication was successfully reloaded, restoring proper functionality. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station d7w multiple main drawers failed to recover and were identified with a hardware failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.